Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: the client reports that the trocar balloon deflated during the operation. There was no report of pieces falling into the cavity or impacting the pt. No additional bleeding and no tissue damage were reported. The operative time was extended over 30 minutes. No pt injury was reported.